Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. Per the complainant, the balloon burst while sweeping the common bile duct (cbd). There was no detachment of the balloon material in the patient. A second extractor rx retrieval balloon was used to complete the procedure. There has been no report of complications or injury to the patient due to this event. Post procedure the patient's condition was reported as stable.

Manufacturer narrative:
The device was disposed of at the user facility therefore; a product analysis could not be performed. A device history record review was performed and no anomalies were identified. The lot history review revealed no additional complaints associated with this lot. (B)(4).